Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 55 year old patient hospitalized for emergency neurosurgical evacuation of a coma causing left fronto parietal hematoma, by craniotomy and aspiration, requiring the head to be held at +30°. When removing the protective film from the arctic gel pad to install it, the adhesive came with it. The pad could be glued back in place, but may have malfunctioned and a second pad may have been used. The offending device was not kept.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 55 year old patient hospitalized for emergency neurosurgical evacuation of a coma causing left fronto parietal hematoma, by craniotomy and aspiration, requiring the head to be held at +30°. When removing the protective film from the arctic gel pad to install it, the adhesive came with it. The pad could be glued back in place, but may have malfunctioned and a second pad may have been used. The offending device was not kept.